Event description:
It was reported that the patient was hearing an alarm but indicated that it was different from the demonstrated device tones. When the device was interrogated, no alarm had been noted to be triggered. The device was noted to be approaching elective replacement indicator. The device is still in use. No patient complications have been reported as a result of this event.

Event description:
The device reached elective replacement indicator and was removed and replaced.

Event description:
The device reached elective replacement indicator and was removed and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and analysis of the device revealed normal battery depletion. (B)(4).